Event description:
Based on my personal experience and conversation with the u.s. Distributor (B)(4), I believe that the wifi enabled version of this machine is being imported and sold in the united states illegally. The wifi on the machine is malfunctioning, and unable to transmit data to my CPAP store. As a result, I can't communicate my compliance data for insurance coverage purposes. In addition, the software in the machine also has several bugs that won't allow the date and time to be changed if entered incorrectly when initially setting up the machine. Thus, subsequent CPAP usage dates are recorded incorrectly. Hard copy printouts of these data are unreadable. The u.s. Distributor, (B)(4) made the following statement on 11/30/2021: "the [resvent] cpaps are not approved for wi-fi at this time". (B)(4). My resvent ibreeze 20a was sold to me by, (B)(4) in (B)(6). (B)(4); a (B)(6)search will show that there are many companies selling this product online.